Manufacturer narrative:
The reported event that after 7 months from the implantation of a "keyed sideplate omega plus ti 135° 3 hole" and a "hansson twin hook 90mm omega plus ti" another bone fracture occurred and that the patient had to undergo a revision surgery could be confirmed thanks to the provided x-rays. Based on investigation, the root cause was attributed to be patient related. The failure was caused by femoral head necrosis. The x-rays show that the femoral neck fracture had healed and consolidated in the follow-up period with slight sintering. Partial necrosis of the femoral head tip, proximal to the hooks of the twin hook, can be observed as well. This necrotic part fractured spontaneously from the vital part of the femoral head, thus leading to pain and need of a revision surgery. Intracapsular medial neck fractures bear a high risk (20%-40%) of femoral head necrosis due to lack of blood supply caused by the trauma, independently from the kind of fixation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. The instruction for use (v15013 rev n non active implant IFU ot-IFU-105 rev 3) was reviewed: ''ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. [...] The physician¿s education, training and professional judgement must be relied upon to choose the most appropriate device and treatment. Conditions presenting an increased risk of failure include: [...] Other medical or surgical conditions which would preclude the potential benefit of surgery.'' [Original statement(s)].

Event description:
On (B)(6) 2016, a primary surgery using twin hook for femoral neck fracture was performed. After 7 months from the surgery, the patient complained pain and secondary fracture was found. The revision surgery to bipolar is planned on (B)(6) 2017. The patient did not experience fall.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
On (B)(6) 2016, a primary surgery using twin hook for femoral neck fracture was performed. After 7 months from the surgery, the patient complained pain and secondary fracture was found. The revision surgery to bipolar is planned on (B)(6) 2017. The patient did not experience fall.